Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. The device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the second y-site clearlink in the upstream part. It was also observed that there was a lack of solvent applied to the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set snapped in half at the 2nd y-site during infusion. The male luer lock core for another IV (intravenous) tubing had snapped off inside the primary IV fluid¿s tubing y-site port. Blood had backed up into the tubing. The device contained 0.9% normal saline and lidocaine. A PICC (peripherally inserted central catheter) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.